Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegation of kidney disease/toxicity, cancer, and asthma (new or worsening). In addition, the customer reported allegations of respiratory tract irritation and inflammatory response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. Despite multiple attempts the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.